Manufacturer narrative:
Patient information: information was not provided, but requested. The referenced stroke was reported against the pump in MFR. Report #2916596-2019-05864. Information was not provided, but requested. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came in as a stroke code. The vad coordinator noted a no external power and then power cable disconnect but no pump off was noted. The log file captured a low power hazard/no external power alarm on (B)(6) 2019 when power to the mobile power unit was interrupted. There were other no unusual events seen within the log file. The pump was functioning as intended. No further information was provided.

Event description:
The issue with the no external power and power cable disconnect resolved. The mpu had a locking cable.

Manufacturer narrative:
Section d4: additional information (UDI). Section h4: additional information. Section h5, h8: correction. Manufacturer's investigation conclusion: the report of no external power alarms while on mpu support was confirmed through the analysis of a submitted data log file. The log file contained approximately 4 days of data (dated (B)(6) 2019 - (B)(6) 2019, according to the timestamp). The log file was retrieved from system controller (B)(6). At ~12:37am on (B)(6) 2019 the controller was captured as connected to an mobile power unit (mpu) for support. At ~6:28am on the log file captured low battery power hazard alarm that appeared consistent with a loss of ac power to the mpu. Ac power was briefly captured as reconnected but was shortly after disconnected again and the controller alarmed with a no external power hazard alarm. Approximately 6 seconds after the initial loss of external power, ac power was re-connected and the low battery power hazard and no external power hazard alarms cleared. During this event the controller continued to support the pump at the set speed while being supported by its internal backup battery, as designed. The root cause of the loss of ac power to the mpu could not be conclusively determined during the investigation. At ~6:48am the black power cable was connected to 14v batteries. Soon after, the white power cable was disconnected from the mpu. At ~6:50am the black power cable was also disconnected from external power and the controller again alarmed with a no external power alarm. Although the root cause of this event could not be conclusively determined, it appeared to be a result of user error during the changing of power sources. The mpu used during the reported event was not returned for analysis. As a result, the root cause of the reported event could not be conclusively determined during the investigation. Per reported information, the issue has resolved. Although the root cause of the reported event could not be conclusively determined, corrective action (CAPA) has been initiated to mitigate the occurrence of similar events related to the loss of power on mpu support. Per reported information, the mpu used during the event had the improved locking ac power cord that was implemented as part of this corrective action. Reports of similar events will continue to be tracked and monitored. Heartmate 3 patient handbook and heartmate 3 instructions for use explain all alarms, including power cable disconnected and no external power alarms, and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook warns "if there is a power failure, transfer from the mobile power unit to another power source. The backup battery in the system controller will temporarily power the pump while transferring to battery power. Do not rely on the system controller¿s backup battery as a power source during ac power failure, as it will only power the pump for a limited amount of time and the pump will stop." It also cautions "do not connect the mobile power unit to electrical outlets that are controlled by a wall switch, as the mobile power unit may be left inoperable." And "when moving the mobile power unit to a different location or ac power source, first connect the system controller to heartmate 14 volt batteries." Heartmate 3 patient handbook and heartmate 3 instructions for use caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.